Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The root cause of the reported issue was not identified. It was suspected that the crack was generated around the scope socket by the user hitting a hard object such as the light guide connector of the scope and giving a strong impact. This makes the electric contact unstable when the scope is connected, and it was suspected that the communication between the scope and the video controller fails and that b30 errors (scope communication errors) occurred. It was presumed that the user did not consulted the description in IFU (instruction for use) and attached the desired lamp (non-specified product). It was presumed that the lamp had been used for a long time. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that olympus series 190 scopes would not function with the unit due to a faulty scope socket.

Event description:
A user facility reported to olympus that a communication error appeared when the olympus series 190 cameras were connected. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.